Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that on (B)(6) 2023, the subject underwent mechanical thrombectomy for treatment of a basilar artery ischemic stroke. Postoperatively the subject experienced a right groin pseudoaneurysm and inguinal hematoma. This is possibly related to the study procedure as the groin access site was confirmed to be on the right side.

Event description:
Additional information received reported that at the 90-day follow-up, the patient's family reported that the patient had died at home on (B)(6) 2023. The cause of death was not specified. However, the site assessment of the reported patient death indicated the event was possibly related to the patient disease under study/index stroke but not related to the medtronic devices or the procedure. The sponsor assessment also concluded the event was not related to the medtronic devices or the procedure.

Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event related to regulatory report: 2029214-2024-00075. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient treated with a solitaire fr 6x30 stnet had a react-71 catheter had a subarachnoid hemorrhage leading to coma. On (B)(6) 2023, CT showed a small amount of subarachnoid hemorrhage. On (B)(6) 2023, he went into a light coma, ventilator assisted breathing, on (B)(6) 2023 on (B)(6) 2023, the patient was deeply unconscious and unresponsive to pain stimulation, and was assisted by ventilator until he was discharged on (B)(6) 2023. Nihss score: 26, mrs score: 1. Event is assessed as causally related to study procedure and possible related to devices utilized. Pre-procedure mtici score: 0. Final post-procedure mtici score: 2a.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the outcome of this event is recovering/resolving. No actions were taken to resolve the sah and coma. Site has reported sah as possible to the procedure, surgery increases the likelihood of bleeding. Information was confirmed by the account as information was taken from the database, completed by physician or authorized site personnel. Medtronic received a report that the patient experienced access site pseudoaneurysm in right inguinal region with partial thrombosis. It was unknown if there was any impact to the patient or any medical intervention required. It was unknown if an assessment for pr oduct/therapy/procedure relatedness was made by the investigator, sponsor, or cec.